Event description:
On 8/19/93, pt had this co's left total knee implant with another co's cement. On 9/9/93, pt was readmitted to the or with wound infection of the left knee, for an incision and drainage of her left knee. Cultures were done. Half-inch penrose drain was put in. It was not necessary to remove the implant. At the time of surgery, it was noted that the drainage was mainly serous and no large pockets of purulent material were found. The new prosthesis was firmly fixed. It is not rptr's position that co or the other co's cement failed in any way or was the direct cause of this infection. Add'l lot no: 46579600. Add'l cat nos: 5110-67-38, 5113-16-01, 6191-1-001.